Event description:
Baxter reports a home pt called the baxter technical service center to report a se 2240 alarm in drain 6/6 of automated peritoneal dialysis therapy with the homechoice machine. The home pt reports that they disconnected from the pt line of their homechoice set in dwell and did not press stop. The home pt reports they then reconnected to the pt line of the homechoice set and the machine alarmed se 2240 in drain. The pt was instructed by the baxter operational service rep to discontinue therapy and start over with new supplies. The pt completed dialysis therapy with a manual exhange. The affiliate reports no pt injury or medical intervention as a result of the incident. Baxter's quality specialist reinstructed the pt on proper procedures.